Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance out of range on the right ventricular (rv) lead. The device had previously undergone and magnetic resonance imaging (MRI). Technical services (ts) stated this device system is magnetic resonance imaging (MRI) conditional. The device remains in service. No adverse patient effects were reported.